Event description:
Information was received that during use of this smiths medical cadd legacy 1 pump, the pump exhibited error 1720. No patient involvement.

Manufacturer narrative:
H3: one cadd legacy 1 pump was received in good physical condition with scratched screen. The event history log was reviewed and there was evidence of the reported issue. The pump was powered on and it alarmed with error code 1720 which is an issue with the backup capacitor. The backup capacitor will be replaced to resolve the issue.